Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/19/2020. Corrected information: d3, g1, g2. Additional information: d10, h6. H3 evaluation: the analysis results found that the device was returned with no damage in the external components. In addition, the foil pouch was received. The instrument was disassembled; upon disassembly the prongs of the fork were deformed causing the jamming and 12 straps were found inside cannula shaft. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this batch. A possible cause for the condition of the prongs of the fork deformed is indicative of the device being fired into bone or another hard surface, thus rendering device unusable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Additional information: evaluation: upon visual inspection of the two pictures, the device and 2 deployed straps were observed. However, no conclusion could be reached as to what may have caused the reported incident. The photos do not provide enough evidence to determine root cause.

Event description:
It was reported that a patient underwent an inguinal hernia surgery on (B)(6) 2020 and the absorbable straps were used. It was reported that the doctor pulled the trigger to fixate the mesh, but during the first 3 shots the clips did not come out. On the fourth attempt, the staples came out, but they did not fix the mesh, they were a little watery or loose. It was reported that the device was fired a fifth shot out of the patient's cavity and 3 staples came out at the same time. It was also reported that another fixer was opened and with that the mesh could fix perfectly well. The patient had no complications. The procedure was successfully completed. There were no adverse patient consequences reported.